Event description:
As reported by our japan affiliates, during balloon aortic valvuloplasty (bav) before valve deployment, the balloon slipped and thus pre-bav was performed twice. An ew 25mm balloon catheter which was included in the kit was used for bav. Bav was performed three times. During balloon expansion, the balloon slipped to the lv side the first time and slipped to the ao side the second time. No injury occurred due to the balloon slip. The cause of the bav balloon slip was due to aortic valve calcification. A transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position was performed and a 29mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with nominal volume contrast solution, as intended. After valve implantation, blood pressure did not recover promptly, for which chest compression was performed for about 10 seconds (pushing just above the sternum) with intravenous injection of adrenaline. For chest compression, pressing from the apex side was preferred because the valve had been implanted; however, chest compression was conducted from the anesthesiologist side and thus the chest could not be compressed from the apex side but just above the sternum. Blood pressure was restored afterward. The tavr was completed without any abnormal vital signs and echocardiography showed no obvious paravalvular leak (pvl) or pericardial effusion. Postoperative aortography (aog) showed no obvious contrast leak. On postoperative day (pod) one (1), transesophageal echocardiography (tee) was performed at the bedside, and flow was observed from the lower end of the valve to the rv side. According to the physician, the hole was small, and the flow speed was at about 6 m/s. At the this of this report, the patient was placed under observation. Therapeutic intervention would be considered based on the patient's symptoms and condition changes. The operator did not explicitly state the cause of the fistula but cited chest compression and vulnerable tissue due to his advanced age in his 90s. At the time of this report, the patient was placed under observation. No further treatment was planned for the fistula. The patient's hospitalization was not prolonged, and the patient underwent post-tavr rehabilitation as scheduled. As for the cause that blood pressure did not recover promptly after valve implantation, the recovery was gradual after the first bav. The operator predicted that it would take time for coronary blood flow to return due to the history of cagb.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (multiple in-valve balloon dilation, chest compressions), and patient factors (advanced age), may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
There was no issue with the valve. The operator did not state that there was a malfunction of the device or valve. No other injury other than reported occurred. On pod-41, the patient expired. The cause of death was reported as "cardiac death". There was a possibility that aorto-right ventricular fistula was formed when the valve was implanted.

Manufacturer narrative:
Based on a review of the previous MDR submission, a correction is being sent due to inadvertently missing information. Correction to b5 and g3.